Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating pacing impedances on the right atrial (ra) channel. The impedances were sometimes noted to be high and out of range greater than 2000 ohms. The patient is being brought into the hospital for troubleshooting. The ra lead is a competitor's product. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated the patient was seen by their clinic. Troubleshooting was performed and the out of range impedances were recreated by changing the patient's position. Additionally, the patient appears to be symptomatic to right atrial (ra) pacing. The physician has elected to continue monitoring the system. This crt-d remains in service. No adverse patient effects were reported.